Event description:
The user facility reported that while preparing for a procedure, technicians noted that the video scope cable was wet. The cable and connector were said to be "soaked with water." The endoscope was then connected to different video processor for testing prior to the procedure and one of the technicians that was said to be holding the distal tip of the endoscope received a shock. The facility reported that there was no serious injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Upon receipt, the device passed leakage testing; however, the investigation revealed that the plastic cover at the distal tip was cracked, and contained nicks and dents. In addition corrosion, apparently due to fluid invasion, was observed in the electrical connector. The investigation determined that fluid had penetrated the device through the electrical connector mouthpiece, which most likely occurred when users failed to attach the water resistant cap or tighten the water resistant cap while performing a leak test.